Event description:
It was reported difficult deflation was encountered after the first inflation during a iliac angioplasty procedure. The partially deflated balloon was successfully removed through the introducer sheath. Another unit was used to successfully complete the procedure without pt complications. This device is currently being evaluated by this MFR. Upon completion of the engineering evaluation, a supplemental medwatch will be forwarded under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, until the engineering evaluation is completed, co is unable to determine the exact cause for this event.